Manufacturer narrative:
Device evaluation: the product was not returned for investigation as it remains implanted. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was toric intraocular lens (iol) rotation. A secondary surgery was scheduled for re-positioning. Visual acuity pre-operative (initial implant): 20/50+ with glasses. Visual acuity post-operative (initial implant): 20/40. Visual acuity post-op (post-repositioning): 20/30. The iol remains implanted. During follow up, it was learned that the target axis was 15 degrees and the iol in the right eye rotated to 25-30 degrees. The patient was doing well post-repositioning. No treatment or prescription given by the doctor. No additional information was provided to abbott medical optics.